Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test: 1; inratio: 2.3; lab: 3.2; mean: 2.75; confidence limits: 1.7-3.8. Test: 2; inratio: 2.7; lab: 3.2; mean: 2.95; confidence limits: 1.8-4.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product testing is required. Inratio precision data provided by end-user: first test inr = 2.3. Second test inr = 2.7. Mean = 2.5; sd = 0.28; %cv = 11.3%. The %cv of 11.3% is less than 20%. The precision criterion is met. No product testing is required. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab.